Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) ,2021. During the procedure, it was noted that the balloon would not inflate due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found the balloon and the catheter of the device did not show visual defects. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection was done and confirmed the balloon had a pinhole. It is possible that the factors encountered during the procedure or the interaction with the scope could have caused some friction through the working channel and this could have caused that the balloon was pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not inflate due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.